Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that externalized conductors were observed in three locations. High pacing threshold was noted. The lead was explanted and replaced.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion was found at 12.7-16.2cm from the helix. Internal insulation abrasions were found between 11.6cm and 12.0cm, at 7.4-8.5cm, 15.6-15.7cm, and 19.2-19.9cm from the helix. External insulation abrasion was found at 41.9-42.7cm from the helix, consistent with lead friction to another device. The etfe coating was intact at all locations.